Event description:
Additional instance of post-paced t-wave oversensing (pptwos) was reported. There were no patient consequences. There were no patient consequences.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was performed. There were no patient consequences.